Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#3006705815-2018-00952. It was reported that the scs system was not providing effective therapy. Additionally, the patient has been receiving stimulation at undesired location. As a result, surgical intervention may be undertaken at a later date to address the issue.

Event description:
Device 2 of 2. Reference MFR. #3006705815-2018-00952. Additional information identified that surgical intervention was undertaken wherein both scs leads were explanted and replaced at vertebral level t8-t9 and vertebral level t9-10. Post-operatively effective therapy was restored.